Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The ipg was exposed and actual skin breakage was noted.

Event description:
A report was received that the patients ipg was visible to the outside of the body and there was an opening in the skin next to the ipg.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected. Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model #: sc-4316 lot #: 15793025 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients ipg was visible to the outside of the body and there was an opening in the skin next to the ipg.

Event description:
A report was received that the patient's ipg was visible to the outside of the body and there was an opening in the skin next to the ipg.